Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5,e2, e3, and g2 with information inadvertently left off of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to defect in plug unit of the subject device which occurred during user handling. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Event description:
Information obtained identifies the issue was found just prior to the start of an unknown procedure and did not start the procedure or use the subject device on the patient. No additional information was provided.

Event description:
The customer reported to olympus that during preparation for use, the evis exera iii bronchovideoscope did not display an image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a defective plug unit. Additional issues were identified during the device evaluation: the plastic cover had light scratches, the distal sheath was stretched, and the scope connector had the customer's barcode attached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.